Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Corrected information: g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2010. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2010. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2014. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2015. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2004 and two (2) mesh products were implanted. It was reported that the patient underwent surgery on (B)(6) 2010 during which the surgeon lysed a large amount of adhesions between the previously placed meshes and the omentum, the colon and the small intestine. Before concluding the procedures, the surgeon noted that due to the atrophic abdominal wall and the in-grafting of the mesh, a decision was made not to proceed with mesh explantation. It was reported that the patient underwent surgery on (B)(6) 2014 during which the surgeon noted episodes of recurrent bowel obstruction, and that the extremely mesh was folded and densely adhered to the omentum, liver and loops of small and large intestines, requiring extensive lysis to take down the adhesions. Further diverted an adhesive band in the distal small intestine and trimmed the folded mesh. It was reported that the patient underwent surgery on (B)(6) 2015 during which the surgeon took down adhesions between the abdominal wall with omentum and loops of intestine and excised a portion of the protruding mesh. It was reported that the patient underwent surgery on (B)(6) 2016 during which the surgeon further performed lysis of adhesions between the previously implanted mesh and loops of her small and large intestines. It was reported that the patient experienced severe pain and inflammation. It was reported that the patient suffered from complications relating to the implant until her death on (B)(6) 2018. No additional information is provided.